Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that resistance was met when removing the spring wire guide (swg) from the catheter. The clinician withdrew the swg and found it unraveled. The swg was removed in its entirety and there were no reported pt complications. Add'l info received on (B)(6) 2010 from the distributor stated that "the customer used the catheter after the swg was removed. The customer stated that they have checked the removed swg and found it complete."